Event description:
It was reported that the customer's up and down arrows were not responding. The customer's blood glucose was unknown. The customer stated that he had elevated blood glucose levels at the time of the incident. The customer did not recall any significant events leading to the keypad issues. Customer declined troubleshooting because all was under control. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The device had cracked reservoir tube lip and minor scratched display window.